Manufacturer narrative:
A4 - weight: 124. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes called to report receiving a line blocked alarm while on day four of infusion set wear. Upon removing the cannula, insulin was noted to be pooled at the insertion site on the thigh. The trainer assisted with resolving the issue, and a new infusion site was inserted successfully. The patent reported that she accidentally bumped and dislodged the new infusion site from the opposite thigh while on day two of set wear. She was advised that the use of adhesive aids may help improve site adhesion. The patient requested a replacement infusion set and reported that she did not retain the cannula associated with the line blocked event. A replacement-only order was created. There was leaking around the infusion set. Leaking at the cannula insertion site. There was patient involvement/ no harm reported.